Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Per the opinion of the physician, the extravasation was a perforation due to the viperwire being located in a slight bend and the use of high speed in a challenging lesion. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. (B)(4).

Event description:
Eccentric, calcified lesions in the 2.5mm left anterior descending artery (lad) were treated with four passes on low and high speeds using a diamondback coronary orbital atherectomy device and viperwire guide wire. Following the fourth treatment pass, minor extravasation was noted proximal to the distal lesion. Three covered stents were inserted to address the extravasation as well as a drug eluting stent over the proximal lesion. Following the procedure, the patient was doing well and was discharged.